Event description:
During a low anterior resection procedure, the first device did not product a complete donut. The 2nd device didn't have any staples in the device. The procedure was completed with a 3rd like device. There was no pt consequence.